Event description:
Reference number (B)(4). Event occurred in mexico. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced insulin flow blocked after troubleshoot insulin does not exit. No further information available.

Manufacturer narrative:
.E1: patient city: (B)(6). Patient country: mexico.